Event description:
Additional information was received from the patient. It was reported that the patient was wanting to adjust their settings because they feel like they have to go to the bathroom way more than they should be going. Caller said it's burning now in their penis. The caller stated that the patient and their spouse had increased the stimulation in the past and the patient stated the burning had started after their spouse had increased the stimulation the last time. Reviewed therapy expectations with the caller and device description/function as well as programming and stimulation considerations. Walked the caller through connecting to the patient's settings. The therapy was on and at 4.4 ma. The caller stated the patient and their spouse had increased the stimulation a few times on the same program and it's still not helping the patient's symptoms. The caller stated they wanted to switch programs and as soon as they switched to a new program and the therapy turned off, the patient stated the burning stopped. The caller then increased the stimul ation to where the patient felt a comfortable tingling sensation in their bike-seat. The patient was going to monitor their symptoms. The patient stated after a bit they no longer felt the stimulation. Reviewed with the patient to focus on their symptom reduction and redirected the patient to follow up with their health care provider (hcp) about their symptom concerns. The caller stated they would follow up with the patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that starting a few weeks ago, maybe 2 at the most, the patient started going more frequently so the caller stated they "put it high" (increased stim) but stated they must have put it too high because when they increased stimulation the patient reported they could "feel something through their leg" and at their testicles. Reviewed stimulation/therapy overview. When agent asked for clarification of where patient was feeling stimulation the caller stated that the patient was feeling stimulation that started to go down their leg/thigh. Caller stated they then "put it low" (decreased stimulation) due to this and stated the patient had been at that setting for the past 2-3 days but reported today they were saying they were still going to the bathroom a lot more. Caller stated the device worked just fine but now it was "starting where it doesn't" and requested assistance with this. Caller clarified event date as about 3 weeks ago, but the patient stated in the background "more than that" (agent did not clarify year). Caller requested assistance with changing programs due to this but once caller got external devices caller stated handset was depleted. Caller will charge handset and will call back once charged for assistance with changing programs. Caller mentioned communicator got discharged so they charged it back up and made sure everything was working fine but inquired if they need to keep the communicator on or in the case. Reviewed general use of communicator with caller. Caller to call back once handset is charged for assistance with changing programs.